Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. According to received service report, the pressure transducer printed circuit board (pcb) was replaced. The issue has been resolved and the device was delivered to the user in working condition. Pressure transducer pcb measures the pressure, conveyed via the pressure tube connected to this block by its differential pressure transducer. With differential reference to the ambient pressure, the output signal is proportional to the measured pressure thus giving a linear measurement in the range -40 cmh2o to +160 cmh2o. Our conclusion is that the replaced part was the cause of the failure. However, the root cause to why the part failed has not been established as the replaced part was not returned for investigation. The correction of field g2 report source was required. This is based on the internal evaluation. Previous report source: foreign, user facility, company representative corrected report source: foreign, distributor.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
Device related data quality updates only. A correction of field # d1 brand name, # d4 version or model #, # d4 unique identifier (UDI) d1 brand name. Previous brand name: servo-I, corrected brand name: servo-I base unit. D4 version or model #. Previous version or model #: servo-I, corrected version or model #: 6487800. D4 unique identifier (UDI)#. Previous unique identifier (UDI)#: missing. Corrected unique identifier (UDI)#:(B)(4).

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).